Event description:
Heated wires used with vh 820 humidifiers are installed, connected, and set according to operations manual but fail within 12 to 24 hours of use. They work fine for several hours, then stop and alarms begin to go off.